Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 600 mg/dl at the time of the event. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.